Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified femoral vein was attempted using a proglide device via a 5fr sheath, after a transcatheter aortic valve replacement interventional procedure. Reportedly, foot deployment was difficult but was ultimately successful; however, no suture was present when plunger of the proglide device was removed. The lever would not return to its original position. The vessel was incised and the puncture site was enlarged in order to retrieve the proglide device. Upon retrieval, it was noted that tissue was wound around the foot and kept the foot from closing. No vessel damage was noted. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure.